Event description:
Prior to making the first bone cut, the mics trigger was depressed and the mics motor could be heard, but the saw blade was not moving. Upon removal of the straight saw attachment, a small metal ring with teeth fell out of the mics handpiece and onto the floor. Case type: tka. Surgical delay: 10 minutes.

Manufacturer narrative:
Reported event: it was reported that prior to making the first bone cut, the mics trigger was depressed, and the mics motor could be heard, but the saw blade was not moving. Upon removal of the straight saw attachment, a small metal ring with teeth fell out of the mics handpiece and onto the floor. Product evaluation and results: visual inspection: visual inspection was not performed as this was a functional failure. Functional inspection: functional inspection was performed, and the device failed the test. As per work order (B)(4) and case number (B)(4), the alleged failure mode was confirmed. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Rtv reason: center screw in collar fell off. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0bjv and (B)(4) devices were accepted into final stock on 08/07/2018. A review of qt18- 08-0031 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, in prodex lot k0bjv shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Prior to making the first bone cut, the mics trigger was depressed and the mics motor could be heard, but the saw blade was not moving. Upon removal of the straight saw attachment, a small metal ring with teeth fell out of the mics handpiece and onto the floor. Case type: tka. Surgical delay: 10 minutes.